Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2004: patient received a primary left tha to treat advanced avascular necrosis. The patient received a pinnacle/corail metal-on-metal hip. The procedure was completed without complications. Dor: (B)(6) 2019: patient received a left hip revision to treat dull pain and MRI identified metal-on metal reaction. Preoperative testing revealed elevated serum blood heavy metal levels. Upon entering the joint, the surgeon identified and excised black stained synovium. There was no wear or reported defects of the revised femoral head. There was minimal corrosion of the femoral stem trunnion. The corrosion was cleaned, and the well-fixed stem was retained. There was noted corrosion on the metal liner, and it was revised. The well-fixed cup was retained. The patient was revised with a depuy poly liner and ceramic femoral head. The procedure was completed without complications. Doi: (B)(6) 2004. Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.